Event description:
The customer reported "123 buttons sometimes not responsive". There was no reported adverse impact to the customer. Patient declined transfer to technical support and no additional information was received regarding further actions or resolution.